Manufacturer narrative:
A medtronic representative reported that the site was having start-up issues with the imaging system, as upon powering on the system; an alarm sounds and continues to sound for an extended period of time, generator does not change to ready status on the pendant display and the 'system initializing' message doesn¿t disappear. Alarms comes from both fluoro cpu board and atp board. There was no patient present when this issue was identified. Upon further investigation by on-site medtronic rep, it was discovered that the issue was caused by the fluoro cpu and the atp console. Both parts were replaced and the system was reconfigured which resolved the issue. Parts were not returned to medtronic for analysis following multiple attempts. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site was having start-up issues with the imaging system, as upon powering on the system; an alarm sounds and continues to sound for an extended period of time, generator does not change to ready status on the pendant display and the 'system initializing' message doesn¿t disappear. Alarms comes from both fluoro cpu board and atp board. There was no patient present when this issue was identified.